Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing due to large amplitude signal leading into an inappropriate shock therapy. Boston scientific technical services (ts) recommended having the patient bend/twist with therapy off to see if the signal is reproducible and a chest x rays to check this electrode. Furthermore, the x ray was performed and showed that the patient has sternal wires and a contact with the sense electrode was suspected. Additionally, it was noted a loop near the header of device on lateral view. Ts reviewed at the treated episode and suspected a sternal wire contact or sense b sensing anomaly. The field representative could not recreate any noise, and ts indicated to consider secondary sense vector as a programming option. Aggressive maneuvers specifically xiphoid sense b palpitation could not elicit any noise. It was concluded that this not likely from sternal wire contact since it could not be re created as well as sternal wires have been in for 8 years, rather this is related to sense b noise. The field representative indicated that an auto setup was performed, and all three vectors passed therefore programming was made to secondary configuration. This electrode remains in service. No adverse patient effects were reported.